Event description:
Wound dehiscence retro auricular status post cochlea-implantation. Explantation due to skin defect over the implant. Device was extruded retroauricullary, cable was extruded in the cavity. A retroauricular infection was caused by the extrusion. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin and infection. A review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Wound dehiscence retro auricular status post cochlea-implantation. Explantation due to skin defect over the implant. The device has been explanted. Re-implantation is considered at a later date.